Event description:
User facility reported the unit filled the room and surrounding or area with steam and set off the smoke alarms. The fire department came out to investigate. The facility shut down the unit to dissipate the steam. There were no reported injuries; four procedures were delayed.

Manufacturer narrative:
Steris technician investigated and noted that the boiler sight glass was broken. The technician repaired the leak on the boiler; ran a test cycle and confirmed the unit was operational.